Manufacturer narrative:
It was reported that a black particle was found inside the syringe on 07/23/2024 when drawing up "lidocaine". The customer reported there was no patient impact, the particulate did not come into contact with the patient, and the syringe was replaced. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a black particle was found inside the syringe on 07/23/2024 when drawing up "lidocaine".